Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose of over 600 mg/dl and has problems with the sensor cannula. Customer stated that the sensor cannula was bent and her insulin pump is not delivering the insulin. Nothing further was reported.